Event description:
The customer reported that the device was activated on (B)(6) 2012 at 1:00 pm. At 3:00 pm his blood glucose was 250 mg/dl. He corrected with a 2.0 unit insulin bolus. His bg measured 230 mg/dl at 5:00 pm and 185 mg/dl at 6:00 pm. At that time he was having a meal estimated to contain 45 grams of carbohydrate and took a 4.5 unit bolus. At 8:00 pm his bg was 224 mg/dl and at 4:00 am on (B)(6) 2012 it was 336 mg/dl. He deactivated the device after that and the cannula looked kinked after it was removed.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the kinked cannula or determine whether it contributed to the reported hyperglycemia. The product lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."